Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified right coronary artery. A 2.75x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. After the device was removed, it was found that the tip of the stent was lifted. The procedure was completed with another of the same device. No patient complciations were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element plus,mr,ous 2.75x38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a kink located at 55.5cm distal to the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) of the distal tip found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified right coronary artery. A 2.75x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. After the device was removed, it was found that the tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.